Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , it was reported by an arthrex employee via email that an ar-1360p, peek interference screw, sheathed, 6 x 23 mm broke during insertion. This was detected during a patellar ligament reconstruction surgery on (B)(6) 2024 . Anchor was inserted easily but it was found broken at the end. All fragments were retrieved from patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1360p.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1360p peek interference screw was received for investigation. The disposable sheath was not returned for investigation. Visual evaluation of the returned device noted a small nick to the surface of the device near the tip. Small scratches were also observed near the screw hex drive. The returned ar-1360p peek interference screw was not observed to be broken and was intact. Dimensional testing was performed and the length was measured with a caliper. The length of the returned device was found to be .901 which is in tolerance of the dimension specified in drawing c1508 of .906 +.005 -.015. Functional testing was not able to be performed due to the missing component. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. Refer to investigation photos.